Manufacturer narrative:
The customer did not provide patient demographic such as weight. Lot number and expiration date is unknown as reagent lot number was not provided. Device manufacture date is unknown as reagent lot number was not provided. The access accutni+3 reagent was not returned for evaluation. An assignable cause of the reproducibly elevated and imprecise access accutni+3 results is unknown and cannot be determined with the available information. Beckman coulter (bec) internal identifier for this event is (B)(6). All mdrs associated with this event: 2122870-2016-00199, 2122870-2016-00200.

Event description:
The customer reported obtaining reproducibly elevated and imprecise troponin I (access accutni+3) results on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for a patient designated as patient one (1). An initial access accutni+3 result of 0.31ng/ml was obtained but was not reported outside of the laboratory as it was above the laboratory's reference range of 0.03ng/ml. The sample was repeated multiple times with reproducible elevated access accutni+3 results generated. The sample was reanalyzed on the laboratory's alternative unicel dxi 600 access immunoassay system (serial number (B)(4)) and results obtained were also reproducibly elevated. There were no reports of patient injury or change to patient treatment associated with this event. Current system parameters such as calibration, quality control and system check have been passing assay and instrument specifications. Precision runs were performed using qc materials and passed within assay specifications. The sample was collected in 13x100 mm becton dickinson (bd) plasma tube. The sample was centrifuged at 3500 revolutions per minute (rpm) for 6 minutes at room temperature. No sample integrity issues were reported by the customer. MDR 2122870-2016-00200 will address the access accutni+3 results obtained on (B)(6) 2016 for a patient designated as patient two (2).